Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID-(B)(6). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was implanted in the patient. The patient had a history of atrial fibrillation (af). On the 4th postoperative day, an atrial flutter with an initial rapid ventricular response was controlled after treatment adjustment. The patient required prolonged hospital stay.